Event description:
Allegedly, modular neck broke, reason unknown.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, modular neck broke, reason unknown.